Event description:
Bilateral patient. Litigation alleges that patient is concerned about the possibility of revision surgery and the future health effects of elevated metal ions in her blood. Update (B)(4) 2011 - litigation was received. There is no new information that would change the outcome of the investigation. Update (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: alert date. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation alleges that patient is concerned about the possibility of revision surgery and the future health effects of elevated metal ions in her blood.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update rec'd 7/27/2015 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The stem and sleeve are now being added to the complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.